Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately fourteen (14) years and five (5) months post-implantation, the patient underwent revision surgery due to a fractured post of the articular surface. The patella implant also exhibited wear and was exchanged. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: series a pat w/wr thn 28 1 peg: catalog#184722, lot#855040; biomet ilok pri tib tray 79mm: catalog#141215, lot#958730; biomet finned pri stm 80x12.5: catalog#141318, lot#137450; vngd ps open por fmrl lt 72.5: catalog#184533, lot#178880. G2: foreign: australia. Customer has indicated that the product will not be returning for further evaluation per hospital policy. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual examination of the provided photographs identified a fractured post on a worn articular surface and a worn patella component. The devices show signs of wear such as abrasions, material loss, and discoloration. Reported event was confirmed by review of provided photographs. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed a third party healthcare professional. Findings indicate that cross table lateral imaging of the left knee shows a total knee arthroplasty with cemented tibial and patellar components in place, with no radiolucency around the components and no component malalignment. No bone changes or fractures are observed. The superior recess is not included in the field of view, so evaluation for knee effusion or displaced polyethylene fragments is limited. The imaging does not visualize a complication on this single lateral view. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.